Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2010 and mesh was implanted. On (B)(6) 2010, the patient underwent removal of eroded mesh and additional mesh was implanted (no product information provided). It was further reported that the patient experienced pain, erosion of her internal bodily tissue, other injuries, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that patient underwent revision of mesh on (B)(6) 2010 by dr. (B)(6) at (B)(6) due to exposed vaginal tape.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.